Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into wall outlets using multiple cables and adapters. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was 196 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.